Event description:
Sales rep reported on behalf of the customer that the t-handle jammed while in use with the conical reamer.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report. Associated product (B)(4).